Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the touch screen on the system was not working, resulting in error 319. The logs indicated an issue with the patient side cart (psc) touch screen. Despite two emergency power-off (epo) cycles, the issue persisted. The procedure was aborted to another dv system to continue with the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the touchscreen to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was installed onto a working system where the unit functioned as expected, no errors were found in the error logs. Calibration was done with no issue, it was responsive. The system ran ten power cycles but the reported complaint could not be triggered.